Event description:
As reported, the pt was using this vent on internal battery while moving from one room to another. The vent was plugged into ac power after the move and after roughly 30 seconds, a system error occurred. All leds were unlit, ventilation stopped, and the manometer stopped working. The pt was able to breathe on her own while unit was restarted. The unit was restarted and operated normally and the pt was able to continue use. Please note there was no death or serious injury in this incident.